Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having trouble communicating with programmer to implant. Patient was able to communicate with the recharger. Patient uses antenna and they had to work with it and after some time it would connect. Patient said that they had to use the stimulation on/off button and the sync button would not work to communicate. Patient reported they were walking by a computer at work and all of a sudden they felt electrostatic shock throughout their body. The shock was described as shocking someone experienced when he/she touch something when humidity is really low. Patient said the shocking last momentarily, however, it depleted their ins which they just recharged the previous weekend and thus they couldn't turn on the ins. Patient went home, charged ins and everything seemed to be fine with stimulation, but since then, they started having poor communication issues with the programmer. A replacement programmer was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their communication issue was better but the battery life was still suspect. No further issues were noted or anticipated.